Event description:
Related manufacture reference number: 2017865-2023-14081 it was reported that the patient presented during generator exchange procedure. During procedure, it was noted that the atrial lead was stuck to the right ventricular lead. The reported lead were explanted and replaced on (B)(6)2023. The patient is recovering from procedure.

Manufacturer narrative:
The reported event of lead stuck to another lead was unconfirmed. As received, a complete lead was returned in one piece. Electrical testing, visual examination, and x-ray inspections of the lead did not find any anomalies.